Manufacturer narrative:
2032227-060322-002-c. (B)(4). Sw = 2.9d. The retainer ring is missing; unable to perform the displacement test.

Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.